Event description:
The customer reported a keypad anomaly. The blood glucose reading was 112 mg/dl. The patient stated that the act button was skipping and giving a hesitant response. The customer also stated that pressing the esc button does take them to the status screen. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
No button error alarm noted. The unit had intermittent button response on the act button due to corroded keypad traces. No scroll bar moving with no input or skipping screens noted. The unit had a scratched display window, a scratched case and a cracked battery tube.